Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that when the patient tries to turn stimulation on it gives him a high level of stimulation after a few minutes since 2017 (patient stated for quite a while 6 months ago).the patient stated he did have a few falls but nothing that would impact his device. The date of the falls are unknown. The patient also stated his ins has been off for the past two weeks. No actions were taken today, the patient's programmer shows ins stimulation is off. The patient was advised to contact his doctor about the issues when his stimulation is on. No further complications were reported. No additional patient symptoms were reported.